Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image when scopes were plugged in. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and based on the results of the investigation, the image issue was confirmed. The issue could have occurred due to patient board set (circuit board/printed circuit board) board failure, which may have resulted in the subject event. However, the root cause could not be specified. Olympus will continue to monitor field performance for this device.